Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the device failed. The tubing was hooked up to a patient and the secondary chemotherapy was running for several minutes before failure occurred, pulling air past blue secondary clave area and not allowing back prime to occur, resulting in tubing failure and cassette failure. The event occurred approximately one minute after the chemotherapy was started at 1249 on (B)(6) 2024. All tubing had to be removed and reprimed with a new primary line tubing, and chemotherapy rehung on new primary line. No harm in either event, however exposure to chemotherapy increased to each nurse as having to disconnect and reconnect tubing. There was patient involvement and no patient harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Received four used list #146870489 primary plum sets. Samples 2-4 arrived with a variety of mating devices. As received sample 1 was observed to have a stick down. A stick down was not originally observed on sample 2, however during visual evaluation the extension set w/ spiros and additive port was removed and reconnected revealing a stick down. Each set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed on both the primary and secondary port of samples 3 and 4 and on the primary port of samples 1 and 2. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on any of the sets. Using a syringe provided by ICU medical, water was pushed through all the claves without stick downs. No leakage or occlusions were observed. The claves on the secondary port were disassembled in attempts to identify any anomalies. Sample 1 showed a broken spike with flash at end of the spike as well as a cored seal. Sample 2 also showed a broken spike with flash at end of the spike as well as a cored seal. Samples 3 and 4 showed flash at the end of the spike. Samples 1,2, and 3 had an off centered spike. The complaint of a malfunctioning plastic valve leading to air and being unable to infuse can be confirmed on samples 1 and 2 due to the stick downs observed that can lead to the reported complaint. The probable cause is due to a molding error in manufacturing. The complaint could not be replicated or confirmed on samples 3 and 4.